Event description:
It was learned through implant patient registry that a patient with a 25mm 2700tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 5 years, 11 months due to unknown reason. The procedure was performed with a 26mm 9755rsl valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2. H11: corrective data: through further investigation, it was determined that it was a non-edwards device that underwent a valve-in-valve. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Corrective data: corrected sections: d1, d4, d6. The device is unknown at this time.

Event description:
It was learned through implant patient registry that a patient with a 25mm surgical aortic valve, underwent a valve-in-valve procedure after an implant duration of approximately 5 years, 7 months due to severe aortic stenosis. The patient presented with acute on chronic systolic heart failure, class IV. The procedure was performed with a 26mm 9755rsl valve. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. On pod#1, the patient was discharged in stable condition.